Manufacturer narrative:
Upon visual evaluation of an image provided in the complaint, foreign matter was perceived on the implant inside of the thermoform. The product was later returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. Visual analysis of the returned device determined that a black spot was observed on the breast implant, measuring 0.004 cm2 (0.4mm2). The breast implant was received within its sealed thermoform. Additional investigation was performed to identify the chemical composition of the foreign matter. The investigation concluded that the foreign material spectra show mainly poly (methyl methacrylate) (pmma) material vibrations with some modifications, indicating that the particle is presumably composed of pmma. However, he source of origin remains unknown. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 250cc mentor memorygel breast implant being prepared for use in an unspecified breast surgery was found to have a black mark/spot on the shell of the device. As a result, the surgeon did not use the device during the procedure. No patient consequences or procedural delays were reported.